Event description:
It was reported that the bd needle eclipse s/t 25x1 rb needle hub was cracked. The following information was provided by the initial reporter: it was reported that "the tip of the prefilled syringe is slightly deformed and shows visible manufacturing defects. Residual plastic fragments are still attached to the syringe tip, indicating incomplete or improper molding. As a result of this deformation and remaining plastic material, needles cannot be attached correctly. In several cases, the needles either do not fit securely onto the syringe tip or break off during the attachment process. This defect poses a potential safety risk and renders the affected syringes unusable. Ref: 305891, lot: 2509005 and 2507005. The exact wording from the clinic was: ¿these don't fit on the syringe or they break.¿ I didn't notice any broken needles at first glance. But in the ones, I photographed, you can see that the white needle connector in the orange syringe hub is cracked or leaves too little space for the pre-filled syringe." When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.